Event description:
This lv lead was implanted on (B)(6) 2015. A call to patient services placed on 8/15/2017 stating that the patient was told lead was shut off, the wie was creating a problem because was kept kicking on. No physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).